Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and found cracked display screen but is not related to the complaint. The device boots and charge. Perform manual functional tests "try it", pass. Perform functional test: passed all relevant testing. Open receiver case for internal visual inspection and pass 7.46 ohms . Finding related to complaint in receiver download: nothing related to the complaint found. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had intermittent audio output. No additional event or patient information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.